Event description:
It was reported that the head-section of the mattress appeared to have a defect in the cover. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.